Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis. The patient died. During the repeated isolation of the pulmonary veins, pericardial effusion was detected. Patient underwent pericardial puncture, the patient was intubated, hemodynamics were stabilized and patient was transferred to another hospital for further treatment. The patient eventually died. Ablation was performed with a thermocool smarttouch sf catheter, mapping with a pentaray catheter, and a webster coronary sinus catheter was also used. The introducers and transseptal needle were from other manufacturers. There were no errors in the carto 3 system and the ngen generator during the procedure. There were no errors in the catheters either. Subsequent analysis of the ablation data also did not reveal any deviations during the ablation. According to the doctor, he did not notice anything unusual during the ablation, and mostly associated the complication with the atrial septal puncture. However, during the ablation, the doctor used a power of 60 watts (the doctor was warned before the start of ablation about the risks of using such a high power and that this is not recommended by the manufacturer). Additional information was received. Patient required cardiac surgery of a sternotomy with revision of the pericardial cavity. The procedural act was kept above 300. There were no signs of steam pop. Evidence was received that there may have been perforation along the posterior wall, but without signs of bleeding. But the main bleeding was from the right ventricle, which was damaged as a result of pericardial puncture. One transseptal puncture site was performed during the procedure.